Event description:
It was reported per article of interest literature review that a 33-year-old man presented to the emergency department after having several implantable cardioverter defibrillator (ICD) shocks. For a week prior, he had been complaining of vomiting and diarrhea. He had a subcutaneous ICD (s-ICD) implanted for primary prevention seven years before this presentation. The electrocardiogram (ECG) showed sinus tachycardia with a first-degree atrioventricular block (av) block, biatrial enlargement, and low-voltage qrs in the limb leads. Compared to his ecgs at the time of ICD implantation, the p-wave amplitude had increased, and the qrs amplitude had decreased in the limb leads. S-ICD device interrogation showed three inappropriate ICD shocks due to p-wave oversensing in sinus tachycardia. The s-ICD device and lead position were unchanged on the chest x-ray. Switching to another sensing vector was considered; however, the other sensing configurations also resulted in occasional undersensing of the presenting rhythm and p-wave oversensing in sinus tachycardia. The s-ICD was then turned off to avoid inappropriate ICD shocks, and a transvenous ICD system was recommended but was declined by the patient. The s-ICD remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Ezzeddine, fatima, et al. (2023). "Inappropriate shocks due to p-wave oversensing in a patient with a subcutaneous implantable cardioverter-defibrillator." Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01625-6.